Manufacturer narrative:
One sample returned for evaluation. Visual examination shows no sign of any defect. Further examination shows that the stylet wire was not returned. A inflation/deflation test was performed, and the returned unit inflated/deflated without any issue. The returned unit inflated / deflated three times without any restriction noted. The reported defect could not be detected on the unit returned for evaluation. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
2017 may 24, medtronic received notification of an alleged cuff that would not deflate. No patient involvement was reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received notification of an alleged cuff that would not deflate. No patient involvement was reported.